Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The electrical incoming inspection showed that the pacemaker was not interrogatable. The pacemaker was shipped to the MFR of the electronic module and was subsequently analyzed destructively. The measurement of the battery confirmed a premature battery depletion. The analysis of the electronic module revealed a damaged integrated circuit, which contributed to the premature battery depletion. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker found to be fully functional. The review of the returned documentation showed that the pacemaker was pacing at the time of the clinical observation. Due to the damaged integrated circuit, a root cause for the intermittent loss of capture could not be identified. In summary, the analysis identified a damaged integrated circuit which contributed to the premature battery depletion.

Event description:
After an implantation time of approx 42 months, loss of capture was reported. This device was explanted. No adverse pt side effects have been reported.